Event description:
It was reported that, "the patient had a bha due to a femoral neck fracture. The patient's femur had a high retroversion. However, when the surgeon notice the high retroversion, he was already cutting with a final broach. As a result, the surgeon had to adjust the patient anteversion to use small size stem with bone cement. After the bha, the surgeon noticed fractures on the femur (under the stem, proximal). Therefore, the surgeon immediately performed a revision surgery with zimmer products."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, and if it becomes available, then it will be submitted in a supplemental report.